Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("pain in abdomen") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("her periods were heavy") and dysmenorrhoea ("severe dysmenorrhea"). The patient was treated with surgery (surgery to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, dysmenorrhoea and heavy menstrual bleeding to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("pain in abdomen") in an adult female patient who had essure inserted (lot no. A14903) for female sterilisation. Additional non-serious events are detailed below. As concurrent condition the report mentioned pelvic pain female. In (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("her periods were heavy") and dysmenorrhoea ("severe dysmenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, possible laparotomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, dysmenorrhoea and heavy menstrual bleeding to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-dec-2022: medical record received. Lot number added. New reporter added. Medical history & removal surgery details updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain in abdomen') in an adult female patient who had essure (batch no. A14903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic pain female. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("her periods were heavy") and dysmenorrhoea ("severe dysmenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, possible laparotomy). Essure was removed on 5-may-2022. At the time of the report, the abdominal pain, heavy menstrual bleeding and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea and heavy menstrual bleeding to be related to essure. Lot number: a14903. Manufacture date: 2012-05. Expiration date: 2015-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-dec-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain in abdomen') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("her periods were heavy") and dysmenorrhoea ("severe dysmenorrhea"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2022. At the time of the report, the abdominal pain, heavy menstrual bleeding and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea and heavy menstrual bleeding to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jul-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.